Event description:
Discrepant results between the blood glucose monitoring device and a doctor's valid reference method. Reporter stated device result was 300 mg/dl and reference method measured 112 mg/dl performed at the same time. Reporter indicated the doctor adjusted normal diabetes medication as well as introduced a new medication. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.